Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console logs are consistent with complaint and show that approximately 12 days after pump start, console presented with a placement signal not reliable alarm, that self-resolved after 1.5 hours. Console was tested in danvers, but the issue of light loss was not reproduced. The root cause of the console issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 pump implanted for circulatory support. During support, the console displayed a placement signal failure, which resolved following a purge cassette change. The pump remained functional throughout therapy.